Manufacturer narrative:
One device was returned for evaluation. Functional and visual testing and the customer's reported problem, "the second and third lamp indicator from the top, does not light up", was not verified. The cause is unknown as the issue cannot be reproduced. However, a deformation of the micro switch was found, so the micro switch was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the second and third lamp indicator from the top did not light up. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.